Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel leading to two untreated and two treated episodes. The two treated episodes had inappropriate anti-tachycardia pacing (atp) delivered and the cause of the noise was suspected to be myopotential in nature. The patient is implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and clinical study leadless pacemaker. The device remains in service and no adverse effects were reported. Additional information was received that the patient received an inappropriate shock due to t-wave oversensing. Technical services (ts) was consulted and upon review, noted an atp command that did not change the rhythm, then a shock which slowed it. Auto set up was ran and the s-ICD picked alternate sensing vector, which had previously been programmed. The other two sensing vectors did not pass sensing. Ts suggested performing a treadmill test to capture the vectors at a higher heart rate. The patient is implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and clinical study leadless pacemaker. The device remains in service and no adverse effects were reported.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel leading to two untreated and two treated episodes. The two treated episodes had inappropriate anti-tachycardia pacing (atp) delivered and the cause of the noise was suspected to be myopotential in nature. The patient is implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and clinical study leadless pacemaker. The device remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel leading to two untreated and two treated episodes. The two treated episodes had inappropriate anti-tachycardia pacing (atp) delivered and the cause of the noise was suspected to be myopotential in nature. The patient is implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and clinical study leadless pacemaker. The device remains in service and no adverse effects were reported. Additional information was received that the patient received an inappropriate shock due to t-wave oversensing. Technical services (ts) was consulted and upon review, noted an atp command that did not change the rhythm, then a shock which slowed it. Auto set up was ran and the s-ICD picked alternate sensing vector, which had previously been programmed. The other two sensing vectors did not pass sensing. Ts suggested performing a treadmill test to capture the vectors at a higher heart rate. The patient is implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and clinical study leadless pacemaker. The device remains in service and no adverse effects were reported. Additional information was received from the clinical study, indicating new untreated and treated episodes were stored in march and april 2024, where inappropriate atp and shock therapy were delivered due to oversensing of noise. The physician also reported that atp was requested but not delivered. No additional adverse patient effects were reported outside of the inappropriate shock therapy that was received. At this time, no corrective actions or interventions have been reported. Evidence suggests the s-ICD remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel leading to two untreated and two treated episodes. The two treated episodes had inappropriate anti-tachycardia pacing (atp) delivered and the cause of the noise was suspected to be myopotential in nature. The patient is implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and clinical study leadless pacemaker. The device remains in service and no adverse effects were reported. Additional information was received that the patient received an inappropriate shock due to t-wave oversensing. Technical services (ts) was consulted and upon review, noted an atp command that did not change the rhythm, then a shock which slowed it. Auto set up was ran and the s-ICD picked alternate sensing vector, which had previously been programmed. The other two sensing vectors did not pass sensing. Ts suggested performing a treadmill test to capture the vectors at a higher heart rate. The patient is implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and clinical study leadless pacemaker. The device remains in service and no adverse effects were reported. Additional information was received from the clinical study, indicating new untreated and treated episodes were stored in march and april 2024, where inappropriate atp and shock therapy were delivered due to oversensing of noise. The physician also reported that in some episodes atp was requested but not delivered. No additional adverse patient effects were reported outside of the inappropriate shock therapy that was received. At this time, no corrective actions or interventions have been reported. Evidence suggests the s-ICD remains implanted and in service. The following year, the patient received two new inappropriate shocks due to t-wave oversensing. The patient presented to the emergency room (ER) where the device was interrogated. Technical services recommended troubleshooting to perform x-rays and possibly re-screen the patient to see if changes to the device or electrode placement would help with sensing. Laboratory blood work and an ECG were performed. The issue was considered resolved the same day. No additional adverse patient effects were reported outside of the inappropriate shock therapy and the device remains implanted and in service.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel leading to two untreated and two treated episodes. The two treated episodes had inappropriate anti-tachycardia pacing (atp) delivered and the cause of the noise was suspected to be myopotential in nature. The patient is implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and clinical study leadless pacemaker. The device remains in service and no adverse effects were reported. Additional information was received that the patient received an inappropriate shock due to t-wave oversensing. Technical services (ts) was consulted and upon review, noted an atp command that did not change the rhythm, then a shock which slowed it. Auto set up was ran and the s-ICD picked alternate sensing vector, which had previously been programmed. The other two sensing vectors did not pass sensing. Ts suggested performing a treadmill test to capture the vectors at a higher heart rate. The patient is implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and clinical study leadless pacemaker. The device remains in service and no adverse effects were reported. Additional information was received from the clinical study, indicating new untreated and treated episodes were stored in (B)(6) 2024, where inappropriate atp and shock therapy were delivered due to oversensing of noise. The physician also reported that in some episodes atp was requested but not delivered. No additional adverse patient effects were reported outside of the inappropriate shock therapy that was received. At this time, no corrective actions or interventions have been reported. Evidence suggests the s-ICD remains implanted and in service. The following year, the patient received two new inappropriate shocks due to t-wave oversensing. The patient presented to the emergency room (ER) where the device was interrogated. Technical services recommended troubleshooting to perform x-rays and possibly re-screen the patient to see if changes to the device or electrode placement would help with sensing. Laboratory blood work and an ECG were performed. The issue was considered resolved the same day. No additional adverse patient effects were reported outside of the inappropriate shock therapy and the device remains implanted and in service. Additional information was received indicating the patient received a new inappropriate shock due to oversensing. The clinic was notified via the remote monitoring system. At this time, no hospitalization, diagnostics, or corrective actions were taken. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.